Event description:
Reporter indicated that vns patient has experienced an increase in seizure activity above pre-vns baseline frequency. It was reported that the patient experienced 1 seizure every 2-3 weeks before vns implant, but that since being implanted, patient is experiencing 1 seizure every week. The patient's physician had reportedly decreased their medications. The patient family member has pulled the patient out of school because patient has been falling with their seizures. The patient fell and injured their toe with one of their seizures. Investigation to date has been unable to determine whether the increase in seizure activity is related to the vns therapy or to the adjustment to the patient's anti-epileptic drug regimen.